Event description:
During a sinus tachycardia redo procedure, there was a probable clot formation/irrigation obstruction noted, with power limitation due to increased temperature during the applications. All connections and equipment were checked and tested, but the issue persisted, making it necessary to replace the ablation catheter.